Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon performed eight cataract surgeries on the same day before easter. At the weekly check-up everything looked fine, but at the monthly check-up there was a cloudy light path in 3 eyes. When treated with spersadex it disappeared quickly. The surgeon does not suspect our products and has changed everything that can be changed. Through follow ups it was confirmed that the 3 eyes were from 3 different patients. Through further follow up, we learned that 7 patients are involved and there are 3 different event dates. It was confirmed that the customer is reporting infection in all 7 patients. However, on (B)(6) it was learned that the surgeon does not believe this incident is related to the implanted johnson and johnson intraocular lenses (iols). Through follow up on (B)(6) we learned it was a mild infection, all patients responded fast to tobradex except one that took a little more time. There is no material available for investigation as all iols remain implanted. No further information was provided. Note: 6 additional reports will be filed for the other 6 patients